Manufacturer narrative:
(B)(4).

Event description:
The physician was using an amphirion deep rx pta balloon catheter to treat a lower extremity artery (btk). The lesion exhibited 99% stenosis, slight tortuosity and severe calcification. Lesion size: 200mm. No difficulties or abnormalities were noted during the prep (including negative pressure application) and the device inspection .while delivering the amphirion deep; difficulty was encountered crossing the lesion due to a strong resistance caused by the calcification. The physician tried to advance the device gradually applying force; however, the shaft appeared to be kinked at the site out of the sheath. The physician removed the device from the sheath and found it detached (in the sheath in the patient's body). No difficulties were noted when the device was removed from the patient. The device was replaced by a non medtronic balloon (220 mm) and the procedure was completed with no adverse effect on the patient.

Manufacturer narrative:
Evaluation summary: traces of blood were detected on the balloon. The hypotube of the device was found broken at 15 cm from the hub, moreover several bent points were found on the hypotube. The cross section of the broken ends of the hypotube was crushed due to a kink. The balloon was unfolded however it appeared not inflated. No other abnormalities were detected on the device.